Event description:
It was reported that during a knee surgery it was noticed that with the ar-1409 the pin got stuck in the cannulated drill bit. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation cannot be confirmed without the device for evaluation. Based on the information provided. The most likely cause is user error applying excessive mechanical forces upon insertion.